Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that resistance was experienced during the fill process. Customer then experienced the cartridge leaking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.